Manufacturer narrative:
A partial lead with the connector pin measuring 2.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicated that during an unrelated procedure, a portion of the lead was explanted. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2017, due to abnormal pacing impedance. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the lead exhibited a high impedance. The patient was not symptomatic. The patient was stable post and during procedure was stable.